Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was re-positioned. It was also reported a ra lead impedance warning had triggered. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated next day check revealed atrial under-sensing, elevated threshold and impedance change inconsistent with implant numbers, the impedance had doubled from that of implant impedance measurement. The patient was symptomatic with pleuritic chest pain. Chest x-ray and electrocardiogram performed. The ra lead was re-positioned and remains in use.